Manufacturer narrative:
The medical device was not returned. The lot device history record was reviewed and show that all requirements were met. Based on all information, no root cause can be determined and no conclusion can be drawn.

Event description:
Pt was diagnosed with a corneal ulcer in the right eye and was treated with steroids and antibiotics. Per the health care practitioner who reported the event, the corneal ulcer was recurring, sterile and peripherally located. The corneal ulcer resulted in corneal scarring, also peripheral. There was a permanent decrease in visual acuity. The visual acuity dropped from 20/20 to 20/30 in the right eye. The pt was referred to an ophthalmologist for evaluation and was diagnosed with contact lens related corneal ulcer. Slip lamp examination revealed a faint scar in the right eye with trace overlying superficial punctuate keratitis and irregular epithelium. The corneal irregularities healed completely with treatment. Pt was advised to resume limited contact lens wear. Additional information received from health care professional confirms that the pt continues to have peripheral corneal scarring.